Event description:
The patient received a 2nd degree burn, at 1 inch in diameter, during an electrotherapy treatment. The patient was being treated for discomfort in the knee. The clinician prescribed electrotherapy treatment to aid in pain relief. The patient completed the treatment with no noted markings in the area of treatment or no complaint of discomfort. The clinician had prescribed four pole interferential waveform to treat the patient. The intensity of the treatment was to be determined by patient comfort. The treatment time was 20 minutes. The waveform was delivered using 2 1/2 inch diameter adhesive electrodes. The patient had received electrotherapy treatment prior to this occurrence without incident. In the case of this incident the patient completed the treatment with no issues. A couple of days later the patient contacted the clinic to advise the clinician of the burn. The patient did not seek medical attention for the injury.

Manufacturer narrative:
Awaiting return and evaluation of the device.